Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. The evaluation of mlx 300w xenon lightsource (00mlx) identified that the unit had a broken ground pin and bottom trim. To fix this unit the ground pin and bottom trim were replaced. The issue of this unit producing smoke could not be duplicated. The alleged issue of the unit producing smoke could be due to damage to the unit caused by mishandling. Root cause analysis: the reported complaint was not confirmed. The issue of this unit producing smoke could not be duplicated. The alleged issue of the unit producing smoke could be due to damage to the unit caused by mishandling.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) smokes when used. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.